Event description:
It was reported the patient received an inappropriate shock for supra ventricular tachycardia (svt). Due to device algorithm, which caused an inappropriate paced beat, which in turn changed the rhythm to the point where the device met detection and shocked the patient. The device was reprogrammed, remains in use and the patient was admitted to the hospital for a loading dose of an antiarrhythmic medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.